Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that twenty six patients had slight overcorrection of the mechanical axis from varus to valgus alignment.